Manufacturer narrative:
Investigation conclusion: the customer reported unexpected high inratio inr results during testing; however, comparative laboratory results were not provided. It is not possible to verify if a discrepancy exists without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 385358a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. A root cause could not be determined from the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2.5 - 3.5. On (B)(6) 2016 inratio inr = 2.3, no medication dosage change. On (B)(6) 2016 inratio inr = 5.5; repeat inratio inr = 5.4 eight hours between tests on (B)(6) 2016. No reported adverse patient sequela.